Event description:
Customer reported the vertical lift intermittently would not work, and the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the vertical lift power supply. Customer may have not connected the workstation and c-arm together, causing the no boot. System operates as intended.